Manufacturer narrative:
The investigation for the positioning issues and access site bleed has been completed. The pump was not returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the positioning issue most likely was use related due to improper technique. The cause of the access site bleeding - major most likely was anticoagulation management due to improper anticoagulation: high acts. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
A complainant reported the patient was on impella cp support. While on support, oozing was noted at the access site. Heparin was withheld due to bleeding. Additionally, impella was identified to be incorrectly placed - trapped under a mitral leaflet. Impella was then removed and washed in sterile water, wire access in ventricle redone, and then impella was placed correctly. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿